Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of mitral valve injury (tissue damage), is listed in the mitraclip system instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Based on the information reviewed, a definitive cause for the reported tissue damage could not be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for the leaflet tear. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with an mr grade of 4. The first clip was implanted successfully, reducing mr to 2. A second clip was advanced, grasping was performed, and mr increased to 3. A posterior leaflet tear was noted. The clip was not implanted and the clip delivery system (cds) was removed. One clip was implanted, reducing the mr to 3. The patient is stable. No additional information was provided.